Event description:
During cataract removal a loss of aspiration occurred but suddenly resumed allegedly resulted in a ruptured capsular bag. During removal of the 4th lens quadrant, the capsular bag was severely ruptured and this section of the lens fell into the vitreous. A second operation was needed to remove the lens section from the vitreous.